Event description:
It was reported to philips that the customer complaint of temperature variation, sporadic delay of reading. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer complaint of temperature variation, sporadic delay of reading. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.